Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. The patient reports feeling nauseated and vomiting. The patient repots receiving a hazard alarm during operation while wearing the pod. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with hyperglycemia as well as a urinary tract infection. The patient was instructed to suspend insulin delivery. The patient was treated with intravenous fluids and manual insulin injections. The patient was prescribed cefalexin (500 mg) to be taken for 7 days. The patient was discharged from the intensive care unit after several hours.